Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the onyx had not injected the glue.

Manufacturer narrative:
H3: the marathon total length was measured to be ~172.6cm (reference 170.0cm), the usable length was measured to be ~166.3cm which is within specification (specification 165.0cm ± 2.5cm) and the distal floppy length was measured to be ~25.0cm which is within specification (25.0cm +2.0cm -1.0cm). No damages were found with the marathon hub. The catheter body was found to be punctured at ~5.3cm from distal tip. The tubing material at the puncture area did not exhibit necking or stretching which is indicative of a puncture and not a rupture. No onyx residue was found within the marathon hub, catheter body at puncture location or distal tip. Based on the device analysis and reported information, the customer¿s report of ¿catheter rupture¿ was unable to be confirmed. However, a puncture was found on catheter body. Possible causes for catheter rupture are due to over-pressurization, resulting in pressures exceeding the limits of the micro catheter, pauses longer than two minutes prior to re-injection can cause solidification of onyx les at the catheter tip resulting in catheter occlusion, and use of excessive pressure to clear the catheter, may result in catheter rupture. Rupture can also occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded; injection rate; use of palm of hand pressure or increased injection force against resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the marathon catheter was ruptured. The patient was undergoing surgery for arteriovenous fistula (davf) treatment. The access vessel was the femoral artery with a diameter of 10mm. It was noted the patient's vessel tortuosity was normal. It was reported that the patient had an arteriovenous fistula in the cavernous sinus area, using a common 6f guiding catheter, pushed it to go upper to the external carotid artery segment, and put in place with marahon+synchro10. During the process, it was found that the guide wire was beyond the scope of the microcatheter, and it was found that the guide wire was beyond the microcatheter at a distance of 5 cm from the marked point on the distal end of the microcatheter. The catheter and the guide wire were withdrawn from the body together, and it was observed that the marathon catheter was broken, it was ruptured (intact) with onyx. The rupture was in the distal section. There was no friction or difficulty during delivery. Aside from the rupture, there was no other damage to the catheter. The was no injection performed. The surgeon stated that the catheter had quality problem and did not charge for it. There were no patient symptoms or complications associated with this event. The reported device and any accessory devices prepared as indicated in the IFU.